Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer is stating that the customer is stating that the wheel/tire rubs against armrest making chair difficult to push. Per the technician's evaluation, the frame is bent causing the tire to rub on the arms.